Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID m943899a lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they noticed starting about a week and a half ago, the controller does not go to his normal screen, it does not work, the battery gets hot in the controller, the back of the controller battery cover gets hot and the rtm gets hot. Pt said this happens right away when he starts to recharge and when it happens the controller battery goes from 100 percent down to emergency mode. Pt said at first he could still recharge he could get to "low and high numbers" (passive mode) but now the number in the middle goes to zero then it gets hot. Pt said it has not been dropped or wet. Worked with pt to do visual inspections of the equipment. Pt said the rtm cord is torn where it meets the donut, the battery looks fine, the battery compartment looks fine but the port at the bottom of the controller is discolored. The issue was not resolved. An email was sent to the repair department to replace the device. Consulted with repairs agent and sent replacement requests for rtm, controller and battery pack/ see also reported when it was working properly he could wear the belt during recharging and he was able to move around and take the dog for a walk but noticed sometime in mid 2020, the controller told him: device not found if he moved around or if he was sitting and moved the wrong way, he had to keep moving it around and he had to keep tightening the belt so tight it would hurt his stomach.